Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety device of the bd eclipse needle was interfering with drug administration. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the safety device of the bd¿ eclipse needle was interfering with drug administration. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other . Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the safety device of the bd¿ eclipse needle was interfering with drug administration. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: batch history analysis performed and no maintenance notifications were found related to the same defect. Only one occurrence of quality indicating product with black spots. This occurrence did not affect the quality of the product, they are only adjustments to improve performance. Bd was unable to confirm difficult insertion and needle with defect because the sample provided was tested and did not present differently from the one specified in the design. According to the internal standards, during production the needle is inspected in 50 pieces every two hours. If a defective needle is found the whole lot is rejected. The analysis doesn¿t confirm the failure, therefore the root cause is not found. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.